Manufacturer narrative:
The iuniihg /certain® gold-tite® hexed screw associated with this complaint has not been returned (lost in mail); therefore, this complaint cannot be verified. Although a definitive cause has not been determined a review of the device history review records did not provide any indication of a manufacturing deviation that would contribute to this event. Evidence of the fractured screw has been observed through provided radiograph.

Event description:
The dentist reported that this abutment screw fractured within implant during restoration. Despite multiple attempts, the fractured fragment of screw embedded in the implant could not be retrieved. The implant had to be trephined out and replaced.